Event description:
This is filed to report expired product. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve when it was discovered that the clip had expired. A decision was made to continue using the clip, and the clip was successfully deployed. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that per the mitraclip system instructions for use, warns ¿do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. In this case, it was reported that the user used the device despite knowing the device was expired which is a deviation from instruction for use. The investigation determined the reported improper or incorrect procedure or method (use after expiration) was due to the user error of continued using the device despite knowing the device was expired. There is no indication of a product issue with respect to manufacture, design or labeling.